Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13d25038 and h13e17016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis manifested by vomiting and diarrhea coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated for two days with vancomycin (2gm, daily, intravenously). The patient then received vancomycin (2gm, daily, intraperitoneally) for one day. The cause of the peritonitis was reported to be gastroparesis. The patient was discharged from the hospital after four days and had recovered from the peritonitis. It was not reported if pd therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3 for this event.